Event description:
In (B)(6) 2021, I registered my defective CPAP machine, serial number (B)(4), with philips respironics, which promised to send a replacement for the machine, which it had been required by the FDA to recall. On (B)(6) 2021,(B)(6) claimed (mistakenly or falsely) to have delivered a new machine to my address without, of course, obtaining a signature of receipt. In the following days and weeks, I repeatedly called philips to report that I had not received the replacement machine, and on each occasion was assured that I would soon be contacted by a manager to resolve the matter. Unfortunately, my many calls were ignored. I am puzzled why philips would have sent a valuable replacement machine without requiring a signature of receipt, nor do I know how (B)(6) could have delivered a package to my front door on (B)(6) when I was in fact home all day and neither heard nor saw any such delivery. (B)(6) would not allow me to file a claim as I was not the sender but merely the intended recipient. I know only that I have been left to depend on a defective and possibly dangerous medical device and to feel duped by philips or (B)(6) or both. Can you please help me get the replacement CPAP machine to which I am entitled? FDA safety report ID# (B)(4).